Manufacturer narrative:
Additional information was received from the reporter stating the actual and expected volume to be infused (vtbi) were both 99 ml since the bag was empty at a flow rate of 11.4ml/hr. It was also confirmed that the primary infused at the correct rate when the secondary bag was finished. It was added that the bag was empty within 2 hours but the infusion should have taken close to 9 hours. The patient did not experience any changes in their condition that would reflect an over infusion. No additional information is available. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification during flow testing. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy eptifibatide at 11.4ml/hr. No additional information is available.